Event description:
It was reported that the compressor did not start. There was no patient harm. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to technician statement the problem was related to control board, transformer and mains inlet. Compressor mini is usually used with ventilator or anesthesia machine and the one offered by our company switches to 100% oxygen in case of loosing air inlet pressure. Alarms will be generated, and proper measures can be taken. Unfortunately, further information about solution cannot be obtain, hence the root cause cannot be established. This event occurred on the indian market on a significantly similar device to ¿compressor mini 115v 60hz¿ which is sold in the us. For d4 unique identifier (UDI) #, primary di number has been used. Provided d4 serial #, corresponds to device involved in the event. A correction of field # d1 brand name and # d4 version or model# was required. D1 ¿ brand name - previous brand name: compressor mini, corrected brand name: compressor mini 115v 60hz. D4 ¿ version or model # - previous version or model #: compr mini 230v 50hz, corrected version or model #: 6481779.